Event description:
It was reported that a shuntassistant 2.0 (#fx103t) was implanted on (B)(6) 2021. According to the complainant, the valve caused an over-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. Related to rm 5995 - cc400760246 / med.watchno.: 3004721439-2026-00152

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the shuntassistant 2.0 operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, organic deposits were found. Results: based on the results of the investigation, visible deposits were detected in the shuntassistant 2.0. These deposits did not affect the device's technical performance at the time of the investigation. At the time of the examination, it was not clear to us how the aforementioned functional impairment occurred. Organic material in the patient's own cerebrospinal fluid may have temporarily affected function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system[?]depending on its location, quantity, and consistency[?]leads to a deterioration in performance. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.